Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically capped/abandoned due to noise. High capture threshold was also noted, and fluoroscopy showed a lead insulation fracture. The physician suspected this was due to subclavian crush. Besides intervention, there were no other adverse patient effects reported.